Manufacturer narrative:
Medical devices continued: 5076 lead implanted (B)(6) 2007; 6947 lead implanted (B)(6) 2010. Product event summary: the distal segment of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. There was blood on the proximal conductor of the lead but it was not obstructed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminishing r-waves. The lead was explanted and replaced. It was also reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.